Manufacturer narrative:
(B)(4).

Event description:
It was reported non-sustained right ventricular oversensing episodes were observed due to myopotential oversensing. It was recommended to adjust the low frequency attenuation and have the patient perform coughing and deep breathing to see if the issue was resolved. The patient will be brought into the clinic for further evaluation. No further information is available.